Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out or stopped working and would not work again. Case was completed with another hp2. The troubleshooting steps taken were waiting 30 seconds for device. Checked cords and power box. The pre-cautery test was performed, device worked for some time before not working. The beeping sound was heard when the toggle was pulled back. The device time out about half way through. Power setting at 3. There were no issues with the power supply. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000483913 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.